Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Review of manufacturing records revealed that the device was manufactured and released according to all applicable procedures

Event description:
Reportedly, the (B)(6) 2024, during the implant procedure, after delivering ulys dr 2540 sn: (B)(6) to the implanting physicians, they have noticed that there was a small mark/depression in the case of the device, close to the sorin logo. The device has not been implanted.

Manufacturer narrative:
The review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported issue. Nevertheless, the mark observed on the surface of the device was most probably performed during manufacturing process, and was not detected during quality control. A re-training of the operators was performed, on 13 march 2024, in order to prevent recurrence of this issue in the future. This complaint has been recorded for trending purposes.

Event description:
Reportedly, the (B)(6) 2024, during the implant procedure, after delivering ulys dr 2540 sn: (B)(6) to the implanting physicians, they have noticed that there was a small mark/depression in the case of the device, close to the sorin logo. The device has not been implanted.